Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation review could be performed. D4: UDI: as all of the device characteristics are unknown at this time, the UDI is currently not available. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of an undisclosed breast implant prosthesis. Post-operatively, the patient experienced baker grade IV capsular contracture of an undisclosed side. As a result, the patient underwent bilateral exchange with mentor gel implants on (B)(6) 2026. The information regarding the complaint was received as part of a device tracking form which was provided to document the patient's new implants. However, the information did not provide any device information including the manufacturer. At this time it is unknown if the explanted device was manufactured by mentor. This report is being submitted conservatively. The type of device involved is unknown, and that the common device name and procode values are being used for submission purposes only. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.